Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this swan ganz pacing catheter, it was not possible to pace. There was no allegation of patient injury. Patient demographics unable to be obtained. The device was not available for evaluation.

Manufacturer narrative:
The lot number provided was found to be incorrect and the correct lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Based on further engineering investigation, the units go through an electrode and electrical inspection as part of the manufacturing process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.